Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, cloudy fluid and weakness in body. The patient was not hospitalized for the events. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, ongoing) and meropenem injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient has recovered from abdominal pain, cloudy fluid and weakness in body; however, was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient retraining on the proper aseptic technique was not done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient also experienced abdominal tenderness and was hospitalized for the events (on an unknown date). Antibiotic treatment with vancomycin and meropenem and pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (on an unknown date). There was no plan for re-catheterization. On an unknown date, the patient began treatment with fluconazole tab (ongoing) and tazobactum injection (4.25 mg, twice a day, intravenous, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from abdominal tenderness and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, h1 and h6. B5: upon follow-up, it was reported that the patient was discharged and treatment with fluconazole and tazobactum were discontinued (on an unknown date). It was reported that the patient passed away (unknown date). The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. The patient was not recovered from peritonitis prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.